Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c93e sn (B)(4), expiration date: 2018-01-25, UDI # (B)(4). Evaluation code, conclusion: off-label, unapproved or contraindicated use (aortic neck diameter) film evaluation summary: the cause of the reported type IV blush endoleak seen during implant could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review, and the reported endoleak could not be assessed. This acute type IV blush endoleak was most likely caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. It was reported that, during the index procedure, there was a blush type IV endoleak. Both limbs were relined with another manufacturer¿s device and the event resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional film evaluation summary: the exact cause and source of the reported type IV blush endoleak seen during implant could not be determined from the films provided. Final angio showed what appeared most likely to have been an acute type IV blush endoleak most likely caused by fabric porosity. After relining both the contra and ipsi limbs, the endoleak appeared to have resolved. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: esbf2314c103e, sn (B)(4), expiration date: 2018-08-25, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician could not specify where the endoleak was coming from. They noted that there was no separation of components and the endoleak was undefined but observed in the region of the limbs as they crossed and entered into the iliac system. The physician could not be certain the bifurcated device was not involved. The physician could not determine which limb was the issue, so they decided to reline both.